Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have experienced a f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician.¿ this is an ancillary service event opened during preventative maintenance. The root cause of the f-38 alarm was determined to be faulty force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.